Event description:
It was reported that a user of the ilet experienced prolonged hyperglycemia after a supply change, with a highest continuous glucose reading of 400 mg/dl and a confirmatory meter value of 360 mg/dl for approximately 10 hours while using an inset infusion set on the abdomen; inspection of the removed site showed a slightly bent cannula, and the user acknowledged inserting the set without properly charging the inserter, consistent with an improper or incorrect procedure involving the cannula component. Symptoms included hyperglycemia. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device malfunction, and a usage problem was identified related to failure to follow instructions during infusion set insertion that led to site failure involving the cannula. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.